Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of 25 mmol/l. Customer's other blood glucose value was unknown. Customer received power loss and battery failed alarm. Self test passed. The customer was treated with insulin pump. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm or failed battery alarm noted during testing or in the insulin pump trace download.